Manufacturer narrative:
(B)(4). Vyaire fsr went onsite and evaluated the ventilator, he found that the touch screen was damage. Fsr recommend that the customer order replacement of uim. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their vela ventilator screen is inoperable and does not respond to touch. There is no patient involvement at this time.